Event description:
Technician reported four incidents of blood leaks with ca-hp 210 dialyzers. All four occurred with dialyzers that were being reused although the reuse numbers are not available. The first incident occurred in december, 2002 and there have been 3 more since that time. All incidents occurred at the onset of treatment. Leaks were noted by an audible machine alarm and confirmed by a hemastix test strip. No significant blood loss was noted. Treatments were discontinued and resumed with new disposables and completed without incident. Technician reported that there was no patient injury or medical intervention associated with these incidents.